Manufacturer narrative:
After further review of additional information received. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter perforates the inferior vena cava (ivc) wall up to 6mm, perforates he small bowel and is embedded in the wall of the small bowel. According to the medical records the patient history is significant for multiple sclerosis (ms), chronic pain syndrome muscle spasms secondary to ms, sinusitis, multiple falls, depression and anxiety. A chest computed tomography (CT) scan for shortness of breath, done two days prior to filter implant, revealed small pulmonary emboli (pe) in the right upper lobe. Incidental findings noted advanced coronary calcifications, patulous (widening) esophagus, hypodense hepatic lesions and degenerative changes of the spine. The indication for the filter placement was pe, history of falls and non-compliance with medication. Approximately three years post implant, the patient was admitted to a hospital for deep vein thrombosis (dvt). The patient was treated with intravenous (IV) and oral anticoagulation and then transferred to a nursing home. The patient complained of leg pain and was transferred back to the hospital. The patient was found to be adequately anticoagulated and was transferred back to the nursing home. The patient complained of pain and demanded a transfer to a different hospital and was found to have extensive bilateral dvt with ivc obstruction. Abdominal and pelvic CT scan noted extensive bilateral thrombosis of the mid to distal ivc extending into both iliac and femoral veins. The filter is in place with a clot present. A chest CT scan performed the next day showed no evidence of pe. A lower extremity venogram was performed, as well as angio-jet directed thrombolysis and thrombectomy of the bilateral cavo-iliofemoral thromboses. Placement of bilateral infusion catheters and wires from the lower femoral veins to the level of the ivc filter was done. The patient tolerated the procedure well without immediate complications. Findings noted the filter at the l2 vertebral level, bilateral extensive dvt from the level of the lower femoral veins to at least the level of the external iliac veins with no opacification of the iliac veins or ivc, multiple venous collaterals in the upper thighs which may indicate chronic nature of bilateral dvt¿s. The patient underwent three days of tissue plasminogen activator (tpa) along with venography checks. Three days later the patient was re-evaluated. Findings noted moderate response to thrombolysis in the bilateral upper superficial femoral, common femoral, external iliac and common iliac veins. There was improvement in the lower ivc, multiple collateral veins in the upper thighs and pelvis. Given the collaterals and poor response to the thrombolysis in the bilateral external and common iliac veins, it was felt it was most likely due to chronic dvt¿s in those areas. Thrombolysis was then terminated, and balloon angioplasty (7mm balloon) was performed bilaterally of the superficial and common femoral veins as well as the external and common iliac veins and the lower ivc. Initially there was minimal response, repeat angioplasty was then performed with an 8mm balloon and subsequently a 10mm balloon, again with minimal response. At this point the procedure was terminated. During the hospitalization the patient had fevers, cultures were positive for gram negative rods. It was felt the patient had an infected dvt. The product remains implanted and thus not available for analysis. The sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and occlusive thrombosis within the filter and/or the vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implant. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization, the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without images available for review the reported events could not be confirmed or further clarified. Due to the nature of the complaint the reported dvt infection could not be further clarified, this event does not represent a device malfunction. There are procedural factors such as indwelling catheters and follow up venograms that can act as a conduit for bacteria that may have contributed to the event. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per the medical records indicate that the patient has a history of multiple sclerosis (ms), chronic pain syndrome muscle spasms secondary to ms, sinusitis, multiple falls, depression and anxiety. A chest computed tomography (CT) scan for shortness of breath done two days before the filter was implanted revealed small pulmonary emboli (pe) in the right upper lobe. Incidental findings noted advanced coronary calcifications, patulous (widening) esophagus, hypodense hepatic lesions and degenerative changes of the spine. The indication for the filter placement was pe, history of falls and non-compliance with medication. Approximately three years post filter implant, the patient was admitted to a hospital for deep vein thrombosis (dvt). The patient was treated with intravenous (IV) and oral anticoagulation and then transferred to a nursing home. The patient complained of leg pain and was transferred back to the hospital. The patient was found to be adequately anticoagulated and was transferred back to the nursing home. The patient complained of pain and demanded a transfer to a different hospital and was found to have extensive bilateral deep vein thrombosis (dvt) with inferior vena cava (ivc) obstruction. Abdominal and pelvic CT scan noted extensive bilateral thrombosis of the mid to distal ivc extending into both iliac and femoral veins. The filter is in place with a clot present. A chest CT scan performed the next day showed no evidence of pulmonary embolism. A lower extremity venogram was performed, as well as angio-jet directed thrombolysis and thrombectomy of the bilateral cavo-iliofemoral thromboses. Placement of bilateral infusion catheters and wires from the lower femoral veins to the level of the ivc filter was done. The patient tolerated the procedure well without immediate complications. Findings noted the filter at the l2 vertebral level, bilateral extensive dvt from the level of the lower femoral veins to at least the level of the external iliac veins with no opacification of the iliac veins or ivc, multiple venous collaterals in the upper thighs which may indicate chronic nature of bilateral dvt¿s. The patient underwent three days of tissue plasminogen activator (tpa) along with venography checks. Three days later the patient was re-evaluated. Findings noted moderate response to thrombolysis in the bilateral upper superficial femoral, common femoral, external iliac and common iliac veins. There was improvement in the lower ivc, multiple collateral veins in the upper thighs and pelvis. Given the collaterals and poor response to the thrombolysis in the bilateral external and common iliac veins, it was felt it was most likely due to chronic dvt¿s in those areas. Thrombolysis was then terminated and balloon angioplasty (7mm balloon) was performed bilaterally of the superficial and common femoral veins as well as the external and common iliac veins and the lower ivc. Initially there was minimal response, repeat angioplasty was then performed with an 8mm balloon and subsequently a 10mm balloon, again with minimal response. At this point the procedure was terminated. During the hospitalization the patient had fevers, cultures were positive for gram negative rods. It was felt the patient had infected dvt¿s and was started on antibiotics. Approximately nine years and two months after the index procedure an abdominal computed tomography (CT) scan was done to evaluate the filter. The images revealed an ivc filter in place with the tip at the level of the renal vein and ivc confluence. Extraluminal extension of anterior strut appears to be in the wall of the small bowel loop. Additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter strut(s) into organs. The patient became aware of the reported event approximately nine years and seven months after the index procedure. The patient also reported being hospitalized approximately three years after the index procedure for two weeks due to severe pain.

Manufacturer narrative:
Occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter perforates the inferior vena cava (ivc) wall up to 6mm, perforates he small bowel and is embedded in the wall of the small bowel. The indication for the filter implant, procedural details and medical history of the patient have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implant. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization, the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without images available for review the reported events could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Medical device problem code: (B)(4). Please note that this is the initial report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a xxease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to the filter perforates the inferior vena cava (ivc) wall up to 6mm, perforates he small bowel and is embedded in the wall of the small bowel. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.